Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the (B)(4) blanket leaked during a surgical case. It was alleged that this caused a delay in the surgical case due to the prep work needing to be redone. The alleged delay did not have an adverse impact on the patient.

Manufacturer narrative:
It was identified during device evaluation that there was a cut in the material. It was determined that this could have happened from a sharp object coming into contact with the blanket (when opening the box, when opening the bag, during surgery prep, etc).

Event description:
It was alleged that the 8001-061-610 blanket leaked during a surgical case. It was alleged that this caused a delay in the surgical case due to the the prep work needing to be redone. The alleged delay did not have an adverse impact on the patient.

Event description:
It was alleged that the 8001-061-610 blanket leaked during a surgical case. It was alleged that this caused a delay in the surgical case due to the the prep work needing to be redone. The alleged delay did not have an adverse impact on the patient.